Event description:
Additional information was reported by the company representative. The patient was scheduled for a pump replacement on (B)(6) 2016. Due to the pump nearing its end of lifespan. It was reported that physician programmer was operating perfectly fine.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient who received an unknown drug from their implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the hcp was updating the patient's pump and there was an error and the broken programmer icon on the programmer while updating the pump and the pump was stopped. The hcp did not remember what the error code was; however it was noted that the physician programmer was working fine. It was also noted that the patients' pump had reached the elective replacement indicator as expected on (B)(6) 2015. No patient symptoms were reported. Further follow up was done to determine the serial number for the programmer, the patient's drug information, if any troubleshooting was required, the cause of the error code, if the pump restarted, and if any actions or interventions were required as a result of the error code.